Manufacturer narrative:
The insulin pump passed prime, displacement and basic occlusion tests. The insulin pump was received stuck in motor error alarm loop during bolus delivery. The insulin pump had cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection. Unable to determine root cause of motor error due to motor was no longer available.

Event description:
The customer reported via phone call that they received a motor error alarm during bolus delivery. The customer's blood glucose was 99 mg/dl at the time of incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.